Event description:
It was reported that there were white floating particles in a small volume intermate. This was noted before patient use. The device was filled with clindamycin. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was manufactured february 23, 2015 ¿ february 26, 2015. The device was received for evaluation. Visual inspection noted particulate inside the device. The reported condition was verified. The cause of the particulate matter could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.